Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because ok button is worn and issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4): the complaitn was not confirmed. However a secondary issue was found, the display was broken. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.